Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the pump had a "belt slip" error message while running at four liters per min (lpm). After a short while, the pump had an "overspeed" message and then stopped. As a result, an alternate device was employed. There was a delay of approx two mins while the perfusionist hand-cranked the stopped pump until they changed it out with the alternate pump. The surgical procedure was completed successfully with no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet complete.